Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any future issues arise.